Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) due to unspecified reasons. A patient outcome was not reported in relation to this event. Additional information received that the reason for the replacement was that the patient experienced urinary incontinence.

Manufacturer narrative:
Additional information received that the device was removed due to a malfunction.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) due to unspecified reasons. A patient outcome was not reported in relation to this event. Additional information received that the reason for the replacement was that the patient experienced urinary incontinence.

Manufacturer narrative:
A device malfunction and patient adverse events were reported. The ams 800 occlusive cuff and control pump were visually and microscopically examined. No leak was found. Scaling was found on the backing of the cuff. Functional testing was performed on the control pump. Inspection of the remainder of the device, apart from the observed scaling, revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) due to unspecified reasons. A patient outcome was not reported in relation to this event. Additional information received that the reason for the replacement was that the patient experienced urinary incontinence.